Event description:
While loading a stent onto a wire, the stent began to deploy before we were able to insert onto the sheath. Stent removed and another stent was inserted and deployed without difficulty. The stent began to flower before entering the sheath as it was advanced. Red locking mechanism still intact and we were not touching the handle area. No affects to pt.